Event description:
It was reported that the right atrial (ra) lead exhibited rising pacing impedance and fracture was suspected. The physician explanted and replaced the ra lead. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.